Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose levels over 300 mg/dl. Customer alleged bolus deliveries were not delivered as intended. Pump system check and data log review with tandem technical support indicated that the pump and related supplies functioned as intended; however, the customer maintained that the pump did not function as intended. Customer reverted to manual injections to deliver boluses.